Event description:
The patient had bilateral breast lift surgery in 2003 and was reported well. Patient presented 17 days later with an infection process. The patient's post operative antibiotic regimen was changed. The wound on the right breast remains open. There are no abnormalities or events noted with the left breast. Patient required dressing changes and topical creams, and is currently almost completely healed. Physician opines that an inflammatory response to the suture occurred in the wound and that the wound area then became infected with skin flora.